Event description:
A nurse attempted to give an injection of dmpa into a patient's right deltoid with a vanishpoint syringe. The syringe plunger would not advance. The syringe was discarded. The injection was given successfully with another syringe into the patient's left deltoid. The rti representative was notified; the rep contacted the clinic. Syringe samples from the lot as well as samples from another lot were sent to rti regulatory affairs for evaluation. The rti rep met with staff in the clinic and recommended a larger gauge needle for viscous medication.

Event description:
The involved product was not available for testing so an investigation was performed on associated samples. The samples were submitted for testing against quality assurance specifications. The investigation indicated no failures for specifications and no component damage. An investigation results letter was sent to the facility. We also performed a review of the device history record and no anomalies were noted.